Event description:
It was reported the device reached recommended replacement time (rrt) and there was possible early battery depletion due to high outputs. The right ventricular (rv) lead pacing outputs were 4.0 volts at 1.0 millisecond. The device was explanted and replaced. The pace/sense portion of the rv lead was capped and replaced, and the high voltage portions of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion that meets expected longevity.